Manufacturer narrative:
A united states customer contacted a customer care center and reported they obtained falsely elevated breast cancer antigen (ca 27.29) (br) results for multiple patient samples on an advia centaur xp instrument. The customer reported that on the day of the event quality control (qc) for br was initially out high. The customer recalibrated the assay and the calibration failed defined ranges for one parameter. The customer accepted the calibration, ran qc which was within acceptable limits. A customer service engineer (cse) was dispatched to the customer's site to check the instrument. The cse performed a total service visit and found no issues with the instrument. Precision testing was performed with qc and compared to an alternate advia centaur xp instrument, which recovered acceptably. The cause of the falsely elevated br results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. (B)(4) was filed for the discordant results obtained on (B)(6) 2022.

Event description:
Falsely elevated breast cancer antigen (ca 27.29) (br) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant result(s) were reported to the physician(s) and were questioned. Approximately 12 samples were repeated on the same instrument and/or an alternate advia centaur instrument. The repeat results were lower than the discordant results and comparable to historical results. Since the samples were beyond stability the repeat results were not reported as the correct results to the physician(s). The customer requested redraws of these patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant br results.